Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 4. Ridge augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, swelling, bleeding, increased sensitivity and fistula. No further patient complications were reported.